Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she had to see her doctor due to infections from the sensor. The customer was given antibiotics, and was instructed not to wear the sensors until the sites healed. Troubleshooting was performed, and the customer was using the sensors correctly. Nothing further was reported.